Event description:
It was reported that during an unknown procedure unformed staples deployed and the tissue was not cut. The washer also was not cut. Changed to another one to complete the procedure. No patient involved.

Manufacturer narrative:
(B)(4). Incomplete firing cycle, uncut washer - blemished. Additional information was requested and the following was obtained: the unformed staples; were they on the tissue or were they seen in the surgical field? They were on the tissue. What confirmation was received that the device fully fired? The device was compressed until unable to fire further. Was the device difficult to fire? No. The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.